Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2017-02830. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with drainage at the drive line exit site with blood and pus, 99.1 degree temperature, fatigue, and pain on the left upper thigh. The patient was started on antibiotics. The blood culture was positive for aggregatibacter actinomycetemcomitans. Follow up blood cultures were negative. On (B)(6) 2017, drainage culture from the drive line site resulted as positive for pseudomonas aeruginosa. Antibiotic regimen not changed from prior. Patient presented to clinic on (B)(6) 2017, with complaints of increased drainage/pain at drive line site. Second culture taken, also positive for pseudomonas aeruginosa. CT of the abdomen performed on (B)(6) 2017 were unremarkable for fluid. The patient was admitted on (B)(6)2017 for a potential incision and drainage, as the patient continued to have persistent drainage despite antibiotic therapy. No further information was provided. Additional information: the patient underwent an incision and drainage procedure on (B)(6) 2017. The infection status remained ongoing.